Event description:
Caller reported a malfunction on their pump, indicated by a malfunction 16 code which was not resettable. Despite the issue, there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use mdi as backup therapy, and a replacement pump with updated software was sent by cts. Additionally, the customer received instructions on returning the faulty pump and how to put it into storage mode, which they understood and acknowledged.